Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing consistent high blood glucose (bg) levels (500s mg/dl) with ketones. An insulin injection was administered and the supplies on the pump were changed to address the high bg levels. The customer's healthcare provider claimed that there was an "issue" with the pump and indicated that it be replaced. The contact disconnected the customer from the pump 2 months ago and reverted to another method to manage diabetes. Tandem technical support had the contact perform a system check with new supplies and the pump was found to be functioning as expected.